Event description:
Caller reported an occlusion alarm, the customer declined to document it. There was no reported impact to the customer¿s blood glucose level. Ultimately, the customer reverted to manual dose injections for insulin therapy.